Event description:
The pt presented to the physician's office after having receiving shocks. During testing, hv impedances were found to be in a downward trend; 24,21,20 and 16 ohms. The testing was stopped and the pt was scheduled for explant of the spl lead system.